Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that low blood glucose of 32 mg/dl to 40 mg/dl was experienced. Customer indicated that at night her blood glucose went to 430 mg/dl. Troubleshooting found that the time settings on the pump were off by 12 hours and customer was getting the wrong basal rates. Troubleshooting resolved settings for customer. The customer declined further troubleshooting and will monitor pump and call back if any further issues.